Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
02jul2020, report from CT: "the previously seen ivc filter has been removed. There is a curvilinear radiopaque density extending posteriorly and to the left of the ivc at the level of the previous filter which was not present previously."

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2020-00626. (B)(6). Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced of this initial medwatch report. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pain, embedded, fractured, and had multifocal penetration, complex retrieval, tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
It is alleged that "on (B)(6) 2015, she was implanted with a cook gunther tulip inferior vena cava (ivc) filter at mountain view hospital in (B)(6). The filter was placed properly and in accordance with labeling materials and instructions provided by the defendants. The filter subsequently tilted with the top of the filter becoming embedded in [pt]'s vena cava wall. In addition to a fractured wire, many of the struts perforated through her vena cava wall with multifocal penetration into the retroperitoneum, vertebral body and small bowel with associated bowel wall thickening. This malfunction resulted in severe abdominal pain over the ensuing years". [Pt] alleges "which embedded, fractured, and had multifocal penetration into the retroperitoneum, vertebral body, and small bowel with associated bowel wall thickening". The device malfunction was discovered in (B)(6) 2019." Retrieval report (attempted): ""this demonstrated good position of the inferior vena cava filter without evidence of significant thrombus within the filter. Multiple attempts to snare and retrieved from the inferior vena cava filter were unsuccessful." Report from CT (computed tomography): "there is an ivc filter in place. Apex of the ivc filter with retrieval hook is tilted and resides within the origin of the cranial most left renal vein. Caudal most left renal vein is near the inferior extent of the ivc filter. Multiple limbs of the ivc filter extend beyond the walls of the ivc with at least 2 limbs coursing into or adjacent to the duodenum. There is no thrombus seen in the ivc." Retrieval report (successful): "small fractured filter wire fragment leg penetration: present" "...venography was performed just superior to the filter, revealing multifocal limb penetration as well as positioning of the apex at the origin of the left renal vein." "Complex ivc filter retrieval with fluoroscopic guidance was performed with 1 hour of additional procedure time because of the technical difficulty of the procedure resulting from the embedded nature of the filter and its effects on the ivc, requiring substantial additional physical and mental effort." "A repeat venogram showed improved ivc caliber improvement, with minimal residual narrowing. Reflux of contrast into a lumbar vein is seen. A small pre-existing filter wire fragment remains embedded at the confluence of the ivc and left retroaortic renal vein, with no significant change in position."

Event description:
Patient allegedly received an implant on (B)(6) 2015 due to history of deep vein thrombosis (dv t) and gallbladder surgery - inability to anticoagulate, followed by an unsuccessful removal attempt on (B)(6) 2019 and a successful removal on (B)(6) 2019. Patient is alleging tilt, vena cava perforation, and fracture. The patient further alleges "nausea, abdominal pain, fatigue, chest pain, face and neck pain , back pain."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: nausea, fatigue, anxiety, depression. Unknown if the reported nausea, fatigue, anxiety, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.